Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no noconformances noted in the DHR related to the reported event. The customer elected to service the iabp themselves. There were provided with information on ordering a keypad and keypad overlay. We are following up with the customer to confirm the repair has been completed, whether or not the iabp was replaced at the time of the event, and pt information. To date, the customer has not responded. This event may be related to medwatch #2249723-2013-00200, but that has not yet been confirmed. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the keypad of the iabp stopped working. No pt injury was reported.